Event description:
In additional information it was reported that another manufacturer's 5 french catheter was used for attempted coil delivery. The delivery wire was rotated in both directions. The delivery wire was first rotated clockwise; however, detachment could not be achieved. It was then rotated counterclockwise. It is unknown how many times the wire was rotated. No retracta coils were successfully deployed. Other embolic treatments were used after attempted deployment of the retracta coils.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3 - device evaluated by mfg?: the complaint device will not be returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil was unable to detach during embolization following a thoracic endovascular aortic repair (tevar) procedure for an unknown patient. Upon opening the package, no damage to the device was noted. Access was obtained via the upper arm. Difficulty was encountered and attempts to deploy the coil from the delivery wire were unsuccessful. The coil was then removed from the patient, and the procedure was completed with a competitor device. Difficult retraction of the delivery wire and coil, as well as the status of the junction zone are unknown. It is also unknown if the patient was on anticoagulant medication. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Information regarding event details has been requested but is currently unavailable. An additional occurrence of difficult coil detachment that occurred during the procedure has been captured in a report with patient identifier: (B)(6).